Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was returned for analysis. Visual inspection showed the downstream sensor and upstream sensor were contaminated. Unable to review the event history log due to error code 1260. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was related to the customer improperly soldering the clock battery internal and damaged the microprocessor unit board. As a result, the microprocessor unit board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a clock battery overdue (1372) and error 1260. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.